Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 30. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2025, non-osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, swelling, abscess and inflammation. No further patient complications were reported.